Event description:
--

Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed via visual inspection, that all lead barrels and the device header, exhibited no irregularities to contribute to the field allegation. Additionally, all seal plugs and setscrews functioned normally. The header was fully and properly attached to the case of the device. Review of device memory confirmed a system fault for a high power consumption. The device was then subjected to and passed all automated therapy verification, which confirmed proper operation of the pacing, sensing, and shocking functions of the device, as well as lead impedance testing. The case of the device was then removed. A high powered visual inspection of the device including all hybrid components, revealed no irregularities to contribute to the observed anomaly. Analysis was able to confirm the field allegation; however, root cause was unable to be duplicated for additional detailed analysis. The tones and fault code, were the result of a higher than normal battery usage while the device was in the packaging. The cause of the high battery usage could not be determined through returned product testing.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a fault code indicative of a storage unit consuming more power than expected. The device was a boxed unit and had been in storage mode at the time of the audible beeping tones, which had alerted the local representative of a possible product malfunction. Boston scientific's technical services was contacted and requested the device be returned for analysis. No patient involvement.